Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery reamer/drill device ((B)(6) 2021) reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 for the same event it was reported from india that during an unspecified orthopedic surgical procedure it was observed that the battery oscillator device and the battery reamer/drill device were not working properly and stopped working in between surgery. It was reported that there was no delay in the procedure due to the event. It was not reported if there was a spare device available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device stopped working in between surgery was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device will not run. It was further determined that the device failed pretest for check function of the device and check oscillation frequency. Therefore, the reported condition of the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.